Event description:
During a dressing change, blood was observed backing up in arterial line pressure tubing. The tubing was fractured at the manifold. Approximately 20 ml of blood was lost. This is the sixth occurrence of this nature in our facility.